Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). On computed tomography of the aortic root (CT), it revealed heavily calcified annulus with a bar of calcium extending from the left-coronary cusp (lcc) to 5mm beneath into the left ventricular outflow tract (lvot). The patient's leaflets and descending aorta were heavily calcified and a circumferential calcification on the sinotubular junction (stj) was noted. Additionally, both iliac and femoral arteries were calcified. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed with a 21mm, unknown balloon. During the procedure, the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 4mm on the lcc. Valve stent was completely opened. Final gradient was 2 mmhg; no paravalvular noted. On (B)(6) 2025 morning, the patient was presented with a mild stroke. The patient was stable and recovering.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). On computed tomography of the aortic root (CT), it revealed heavily calcified annulus with a bar of calcium extending from the left-coronary cusp (lcc) to 5mm beneath into the left ventricular outflow tract (lvot). The patient's leaflets and descending aorta were heavily calcified and a circumferential calcification on the sinotubular junction (stj) was noted. Additionally, both iliac and femoral arteries were calcified. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed with a 21mm, unknown balloon. During the procedure, the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 4mm on the lcc. Valve stent was completely opened. Final gradient was 2 mmhg; no paravalvular noted. On (B)(6) 2025 morning, the patient was presented with a mild stroke. The patient was stable and recovering.

Manufacturer narrative:
The device was not returned for analysis. An event of stroke was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported stroke could not be conclusively determined. It is possible that the implant procedure contributed to the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: